Event description:
Pt reported that out of 8 infusion sets he has used, 4 of these leaked at the connection site. Pt stated the issue usually occurs on the 2nd day after inserting the infusion set. Pt reported when he wiggles, the connection is loose. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for eval.

Manufacturer narrative:
This incident occurred outside the untied states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.